Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: triathlon cr fem comp #5 l-cem; cat#5510f501; lot#snmfa, triathlon symmetric x3 patella; cat#5550-g-339; lot#944a, triathlon prim cem fxd bplt #5; cat#5520b500; lot#sphrc1. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Not available.

Event description:
Patient reported that she had bilateral tka, right knee was done on (B)(6) 2009 and left knee (B)(6) 2009. Patient started to experience pain in 2012.